Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently unexpectedly shutdown. Customer's blood glucose (bg) level was over 600 mg/dl, and customer had "extra large" ketones. Customer delivered an insulin shot to address bg levels. Reportedly, the customer continued to use the pump for insulin therapy.